Event description:
It was reported that the device was implanted less than 5 years and has triggered elective replacement indicator (eri). A changeout is being scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.